Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. All device tests revealed normal device function. No problem found.

Event description:
It was reported the patient presented in clinic. Upon examination, it was observed the pacemaker pocket had slightly eroded and became infected. The system was explanted without issue. The patient was stable.